Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a critical pump error. The customer¿s blood glucose level was 6.5 mmol/l. The customer reported that the insulin pump had an open book image. The customer reported that the insulin pump did received another alarm prior to critical pump error. Customer was advised that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and revert to backup plan. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime or seating, basic occlusion, force sensor, occlusion, active current measurement, and self tests; it failed sleep current measurement test. After further examination of the device's interior, electrical board shows signs of previous moisture presence and corrosion around the battery connectors. The thin black strip located above the lcd display is missing. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip. However, the battery compartment especially the bottom is rusted out.